Manufacturer narrative:
Film evaluation summary: the exact cause and source of the reported endoleak could not be determined from the films provided. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. This appears most likely to have been a type iiib fabric endoleak due to fabric abrasion. The location and source of the abrasion may be external from the aortic calcification observed near the endoleak. In addition, internal abrasion from the underlying contra limb proximal/external stent abrading the bifurcate cannot be ruled out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. The proximal neck diameter was noted as 22mm and 30mm in length at the index procedure. The current proximal aortic length is currently 15mm. It was reported approximately 7 years post the index procedure, follow up CT identified aneurysm enlargement and a type iiib endoleak in the dorsal side of the main body with a little contrast blush noted. Per the physician the cause of the aneurysm enlargement is due to the type iiib endoleak. The cause of the type iii endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.